Event description:
It was reported that the right ventricular lead exhibited high defib lead impedance due to dislodgement. During the procedure of re-positioning the rv lead, the helix didn¿t extend and the lead couldn¿t be anchored. The lead was explanted and replaced with no complications. The patient was stable throughout the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.